Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. He011fb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), heavy menstrual bleeding ("hypermenorrhoea,"), vaginal discharge ("vaginal discharge"), abdominal distension ("swollen stomach, bloating"), headache ("headache"), breast induration ("tight breasts"), breast swelling ("swollen breasts"), rhinitis allergic ("allergic rhinitis"), dry eye ("dry eye"), dysphonia ("dysphonia / hoarse voice"), hyperhidrosis ("excessive sweating"), mineral deficiency ("minerals deficiencies"), gingivitis ("gingivitis"), bruxism ("bruxism"), loose tooth ("loose teeth"), oropharyngeal discomfort ("frog in the throat / throat discomfort"), fatigue ("severe fatigue"), sleep disorder ("sleep problems"), memory impairment ("memory impairment"), disturbance in attention ("problem concentrating on simple tasks"), aphasia ("aphasia"), migraine ("persistent migraines"), feeling abnormal ("feeling of restriction in the head"), limb discomfort ("heavy leg feeling"), feeling hot ("suddenly feeling very hot"), pollakiuria ("excessively frequent urination"), enuresis ("twice at night urinary incontinence"), urinary retention ("difficulty emptying the bladder during voluntary urination"), nausea ("nausea"), skin odour abnormal ("altered body odour"), alopecia ("severe abnormal hair loss"), diplopia ("double vision"), vision blurred ("difficulty focusing"), eye pruritus ("itchy eyes"), eye irritation ("eyes that burn"), lacrimation increased ("weeping eyes"), arrhythmia ("arrhythmia"), tachycardia ("tachycardia"), tendon pain (" achilles tendon pain"), ligament pain ("ligament pain"), myalgia ("muscle pain"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("muscle stiffness"), abdominal pain upper ("stomach pain,"), flatulence ("severe and excessive flatulence") and hypovitaminosis ("vitamin deficiencies") and was found to have weight increased ("weight gain (25 kg in 6 months)"). On an unknown date, the patient experienced paraesthesia ("paraesthesia"). At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, vaginal discharge, abdominal distension, headache, breast induration, breast swelling, rhinitis allergic, dry eye, dysphonia, paraesthesia, hyperhidrosis, mineral deficiency, gingivitis, bruxism, loose tooth, oropharyngeal discomfort, weight increased, fatigue, sleep disorder, memory impairment, disturbance in attention, aphasia, migraine, feeling abnormal, limb discomfort, feeling hot, pollakiuria, enuresis, urinary retention, nausea, skin odour abnormal, alopecia, diplopia, vision blurred, eye pruritus, eye irritation, lacrimation increased, arrhythmia, tachycardia, tendon pain, ligament pain, myalgia, neck pain, muscle atrophy, musculoskeletal stiffness, abdominal pain upper, flatulence and hypovitaminosis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, aphasia, arrhythmia, back pain, breast induration, breast swelling, bruxism, diplopia, disturbance in attention, dry eye, dysphonia, enuresis, eye irritation, eye pruritus, fatigue, feeling abnormal, feeling hot, flatulence, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypovitaminosis, lacrimation increased, ligament pain, limb discomfort, loose tooth, memory impairment, migraine, mineral deficiency, muscle atrophy, musculoskeletal stiffness, myalgia, nausea, neck pain, oropharyngeal discomfort, paraesthesia, pelvic pain, pollakiuria, rhinitis allergic, skin odour abnormal, sleep disorder, tachycardia, tendon pain, urinary retention, vaginal discharge, vision blurred and weight increased to be related to essure. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-aug-2021. The most recent information was received on 12-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. He011fb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), heavy menstrual bleeding ("hypermenorrhoea,"), vaginal discharge ("vaginal discharge"), abdominal distension ("swollen stomach, bloating"), headache ("headache"), breast induration ("tight breasts"), breast swelling ("swollen breasts"), rhinitis allergic ("allergic rhinitis"), dry eye ("dry eye"), dysphonia ("dysphonia / hoarse voice"), hyperhidrosis ("excessive sweating"), mineral deficiency ("minerals deficiencies"), gingivitis ("gingivitis"), bruxism ("bruxism"), loose tooth ("loose teeth"), oropharyngeal discomfort ("frog in the throat / throat discomfort"), fatigue ("severe fatigue"), sleep disorder ("sleep problems"), memory impairment ("memory impairment"), disturbance in attention ("problem concentrating on simple tasks"), aphasia ("aphasia"), migraine ("persistent migraines"), head discomfort ("feeling of restriction in the head"), limb discomfort ("heavy leg feeling"), feeling hot ("suddenly feeling very hot"), pollakiuria ("excessively frequent urination"), enuresis ("twice at night urinary incontinence"), urinary retention ("difficulty emptying the bladder during voluntary urination"), nausea ("nausea"), skin odour abnormal ("altered body odour"), alopecia ("severe abnormal hair loss"), diplopia ("double vision"), vision blurred ("difficulty focusing"), eye pruritus ("itchy eyes"), eye irritation ("eyes that burn"), lacrimation increased ("weeping eyes"), arrhythmia ("arrhythmia"), tachycardia ("tachycardia"), tendon pain (" achilles tendon pain"), ligament pain ("ligament pain"), myalgia ("muscle pain"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("muscle stiffness"), abdominal pain upper ("stomach pain,"), flatulence ("severe and excessive flatulence") and hypovitaminosis ("vitamin deficiencies") and was found to have weight increased ("weight gain (25 kg in 6 months)"). On an unknown date, the patient experienced paraesthesia ("paraesthesia"). At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, vaginal discharge, abdominal distension, headache, breast induration, breast swelling, rhinitis allergic, dry eye, dysphonia, paraesthesia, hyperhidrosis, mineral deficiency, gingivitis, bruxism, loose tooth, oropharyngeal discomfort, weight increased, fatigue, sleep disorder, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, limb discomfort, feeling hot, pollakiuria, enuresis, urinary retention, nausea, skin odour abnormal, alopecia, diplopia, vision blurred, eye pruritus, eye irritation, lacrimation increased, arrhythmia, tachycardia, tendon pain, ligament pain, myalgia, neck pain, muscle atrophy, musculoskeletal stiffness, abdominal pain upper, flatulence and hypovitaminosis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, aphasia, arrhythmia, back pain, breast induration, breast swelling, bruxism, diplopia, disturbance in attention, dry eye, dysphonia, enuresis, eye irritation, eye pruritus, fatigue, feeling hot, flatulence, gingivitis, head discomfort, headache, heavy menstrual bleeding, hyperhidrosis, hypovitaminosis, lacrimation increased, ligament pain, limb discomfort, loose tooth, memory impairment, migraine, mineral deficiency, muscle atrophy, musculoskeletal stiffness, myalgia, nausea, neck pain, oropharyngeal discomfort, paraesthesia, pelvic pain, pollakiuria, rhinitis allergic, skin odour abnormal, sleep disorder, tachycardia, tendon pain, urinary retention, vaginal discharge, vision blurred and weight increased to be related to essure. Batch no he011fb production date 2015-11-16 expiration date 2018-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.